Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone (1 mg/ml at 0.2 mg/day) via an implanted pump. The indication for use was malignant pain. It was reported there was a motor stall as the patient had a MRI (B)(6) 2019 but the pump was not interrogated until today so caller confirmed via the programmer the pump was stopped 171 hrs and 20 min (~7 days). Caller stated the patient also had a CT scan today. The hcp updated the pump making changes to the ptm/dri settings today thinking that would "jump start the pump" for the motor stall recovery. Tss troubleshooted with caller reviewing pertinent info per caller's inquires and emailed caller the mdt MRI effects fca telemetry state info per her request. There were no symptoms reported and the caller will re-interrogate the pump so they can confirm motor stall recovery via the event logs. It was noted it had been more than 2 hours since the patient exited the MRI.